Event description:
The procedure was a laparoscopic hernia repair. Reportedly, the trocar seal disengaged and fell through the cannula, into the pt's abdomen. It was retrieved without incident. No pt injury occurred.